Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was getting suspended before low. The customer's blood glucose level was 113 mg/dl. They reported that the insulin pump kept on doing suspend before low even when they had already turned off that alert before low in smart guard. The insulin pump will not be returned for analysis.